Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient has not noticed any improvement with vision. Hence the lens was removed and replaced with another lens in a secondary procedure. The clinical reason for explant was fuch's corneal dystrophy. Additional information was received stating that, in the surgeon's opinion the quality issue with the lens did not cause the event but the intermittent floaters was the cause of the event. There was no patient harm, and the prognosis of the patient was good.

Manufacturer narrative:
The explanted lens was returned adhered to the underside of the lid for the non-company replacement lens model. Solution was dried on the lens. The optic was cut into pieces. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were used. A non-qualified viscoelastic was indicated. Based on information provided by the customer, the root cause appears to be related to patient condition and unrelated to the product. The initial report description indicated that the lens was explanted with patient reason that he has not noticed improvement with vision. The clinical reason for the complaint is the patient's history of fuch's corneal dystrophy. The explanted lens was returned in pieces. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The 21.0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company monofocal 21 diopter lens. This information of the exchange from a multifocal lens to a monofocal lens further supports the root cause. Also noted was the use of a non-qualified viscoelastic. The manufacturer internal reference number is: (B)(4).